Event description:
The customer was hospitalized for high blood glucose and ketaocidosis. The family member stated that the customer had bent cannulas. A day later the family member called and stated that the customer has been hospitalized again for high blood glucose. The family member also stated that the pump is beeping and there is an open circle on the screen. Reviewed that status screen and found out that the pump was on temp basal mode of 0.0u.